Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify e/a alarm unspecified or low battery alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump image with red x pointing to an open book with a question mark. Customer stated that the insulin pump had low battery warning and open book image on screen. Customer stated that the insulin pump had unspecified alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.